Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report clip jumping. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted with no reported issue. In order to further reduce the mr a second clip was prepped for implant. However, during device prep the clip jumped into the open position while inverting the clip. After the clip jumped open, the arm positioner was not opening the clip arms properly and was exhibiting resistance when turning in the open direction. The device did not enter the patient and was exchanged. The new clip was successfully prepped and implanted in the patient with no reported issue. The procedure was complete with a final mr grade of 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported physical resistance of the arm positioner and clip jumping were not confirmed via returned device analysis. The analysis confirmed the reported difficult opening the clip. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping and resistance of the arm positioner. The reported difficulty opening the clip appears to be related to the reported resistance of the arm positioner. The observed difficulty opening the clip during analysis appears to be related to the slack on the lock line. The slack appears to be to be due to the lock lever was returned retracted 10mm past the blue line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.